Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient had gone to the hospital due to suicidal tendencies and depression. While the patient was in the hospital on the 2nd day the patients blood glucose level had dropped to 30 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they had a seizure. The patients pod was removed. The patient was treated with medication. The patient is on manual insulin as a result of this event. The patient has been in the hospital for 7 days and remains in the hospital at the time of this call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.